Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "one segment of 2nd digit of "%spo2" display is dim. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, one segment of the top red led display on the device is dimmer than the other segments. A defective 7 segment display component d2 on the system board caused the led segment to appear dimmer than the others. Customer address exceeded maximum allowable character, the address is as follows: (B)(6).